Manufacturer narrative:
The complaint investigation included a service history review, a quality data review and a complaint history review. See below for details of investigation: a service history review of sn 00408 found two service records related to the issue under investigation, including the ticket under investigation in this report. Service history review did not indicate a systemic alinity m system performance issue. Complaint history review found 4 additional complaint tickets, related to lysis leakage from the system solutions drawer or system solution fill station in which the source or cause of the leak could not be determined. Complaints were either closed via troubleshooting or independently investigated and no product deficiency was identified. Nonconformance/CAPA history review found no related records to lysis leaks from the system solution fill station or system solution drawer in which the source or cause of the leak could not be determined. Thus, based on the results of this investigation, no product deficiency was identified for the alinity m instrument system, ln 08n53-02.

Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
The customer reported a leak coming from their alinity m instrument. The leak spilled out of the instrument and onto a walking surface. It was cleaned while wearing proper personal protective equipment. There was no actual exposure or injury related to the leak. There was no patient involved as the leak was identified by the alinity m system user.